Event description:
Medtronic (covidien) received information that a pipeline tip coil retained in a patient's posterior cerebral artery (pca). Further information is unavailable at this time but follow up will be conducted.

Manufacturer narrative:
The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined.